Event description:
Broken instrument.

Event description:
It was reported that the instrument fractured during use. The tip remains embedded in the screw.patient outcome: no adverse effect reported as result of this event.